Event description:
During a review of programming history, it was observed that on an interrogation done on (B)(6) 2007, the pulse width was 500, the off time was 60 mins, and the magnet was programmed on to 1 ma. The pt's normal settings shown at the previous visit on (b)(46 2007 were pulse width of 250, off time of 5 mins, and the magnet should be programmed off as this is a depression pt. There was no diagnostic test done on either date, only an interrogation, but the setting change is indicative of an interrupted system diagnostic test at some point between the two dates. The settings were not changed back to intended settings until (B)(6) 2009.

Event description:
Additional vns programming history for the patient was obtained and reviewed by the manufacturer. A faulted systems diagnostics test occurred on (B)(6) 2007 at 10:16:41pm, which changed the settings. The settings were corrected except for the off time, which remained at 60 minutes, and the magnet output current, which remained at 1ma; these were later corrected on (B)(6) 2007 to 5 minutes off and 0ma magnet current.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Date of event, corrected data: the correct event date was obtained through review of programming history. Analysis of programming history.